Event description:
Procedure: high anterior resection/end to end anastomosis. According to the reporter: three days after surgery, the surgeon noticed the abnormality in the fluid from the drain and x-rayed the anastomosed part and found the leak. The leaked part was improved by conservative therapy without performing re-operation.

Manufacturer narrative:
(B)(4).